Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex¿ biliary rx stent was used to treat a 3 cm anastomotic stricture in the distal common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was tortuous. During a stent removal procedure, the physician attempted to retrieve the wallflex¿ biliary rx stent using rat tooth forceps but the retrieval loop broke. The wallflex¿ biliary rx stent was successfully retrieved. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Updated to include additional information received on february 21, 2016.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016, that a wallflex biliary rx fully covered stent had previously been implanted to treat a 3 cm anastomotic stricture in the distal common bile duct on an unknown date. Reportedly, the patient's anatomy was tortuous. The physician noted that decompression had been achieved and a stent removal procedure was scheduled for (B)(6) 2016. During the stent removal procedure, the physician attempted to retrieve the wallflex biliary rx stent using rat tooth forceps but the retrieval loop broke. The wallflex biliary rx stent was successfully retrieved. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.